Event description:
It was reported to boston scientific corporation, that a sensor guidewire was used during a percutaneous nephorlithomy (pcnl). During the procedure, a burr was noticed on the tephlon coating of the guidewire. The burr prevented passage of the stent. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Visual analysis of the returned device revealed coating missing from the sensor wire at several locations. The outer diameter of the offset coils were over specification and caused friction between the wire and stent, abrading the ptfe coating. The lot number is not known; therefore, the device manufacture date and expiration date cannot be determined.